Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the reported phenomenon occurred during a laparoscopic procedure where the users were unable to restore the image after it went completely black. The intended procedure was said to have been completed. The device referenced in this report was returned to olympus for evaluation. The evaluation found the image with spotted dark stain throughout with discoloration, and the image was intermittent. The video connector was severely cracked and the surface of the outer tube was noted with deep scrape and indentation throughout. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the image went completely dark during an unidentified procedure. There was no report of any pt harm.